Event description:
A bd phaseal optima vial protector was added to a vial for reconstitution. Diluent was draw up in a syringe and a syringe adapter was attached. When the technician attempted to reconstitute the medication, the diluent would not move from the syringe to the vial. The injector was removed and replaced with a new one. The vial adapter was removed and showed some moisture. A new vial adapter was used, and diluent was able to be pushed through both devices into the vial.